Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: articular surface with segmental hinge post; p/n: unk, l/n: unk, distal femoral xt; p/n: 00585004201, l/n: 63183376, fluted stem extension; p/n: 00585205011, l/n: 63929453, kne-segmental-stems-unk; p/n: unk, l/n: unk. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05444, 0001822565 - 2019 - 05446, 0001822565 - 2019 - 05447, 0001822565 - 2019 - 05448.

Event description:
It was reported that patient was revised due to instability. Attempts have been made and no further information has been provided.